Event description:
Customer reports the following: "flow rate issue during the infusion of a parenteral nutrition bag: olimel n7e - 1500ml. Despite 16 hours of infusion with 1500 ml were planned, there are still 200 ml not infused after 16 hours." Underdose issue. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The device history data was reviewed and it was found that "the end of infusion is done before target volume, but it was because of battery alarm that has stopped the infusion. No event of mains disconnection on log, so the device was probably used on battery since the infusion beginning." Therefore, the history data log confirms that the infusion was stopped before the target volume was reached, but it was because of battery alarm. Note: battery alarm trigger visual and sound warnings. The device switch off automatically after 5 minutes in battery alarm. The suspected device was returned back to our laboratory at brézins for investigation. The visual check showed that the pump systematically lost the date/time at each switch on. The error 30 (timekeeper) was triggered each time on battery, and the lcd screen had a display defect. At disassembly, it was found that the power supply was not correctly assembled. In addition, a screw was free inside the device, which can be the cause of cpu board issue of time keeper (error 30 and lost date/time). Accuracy flow rate measurement test was performed. The results were compliant with IFU specifications. Therefore, the reported events could not be reproduced. The reported event is not confirmed as no flowrate accuracy issue was found but the pump has several dysfunctions, not linked with reported issue (likely due to poor manipulation during last maintenance/repairs). Note that device must be repaired before use. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.